Manufacturer narrative:
A ge service rep performed an on site investigation. The customer was instructed on how to do a system restart. The system was then operating as intended.

Event description:
The customer reported that the system shut down during x-ray and could not be switched back on again. There is no report of injury or death associated with this event.